Manufacturer narrative:
(B)(4). Batch # p92e76. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic cholecystectomy, the deployed clips were not closed completely. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips and 1 partially formed clip was fed due to an anti-backup failure; in addition, the instrument locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found the damaged causing the anti-backup failure. No conclusion could be reached as to what may have caused this condition. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.